Manufacturer narrative:
A review of the device history record was performed and no issues were found. All device within the lot met all requirements for release and distribution. There have been no other complaints associated with this lot number. A review of the balloon material used shows there are no other complaints associated with the balloon material used to manufacture the balloons used on this lot of catheters. The catheter returned august 18, 2021. It was reviewed upon arrival and a balloon burst was discovered. The initial complaint from customer was an inflation problem. Two catheters that were manufactured with the same balloon tubing lot number were pulled and tested, these are the results; sample 1 : inserted a 0.025 guide wire up through the tip and inflated the catheter with an inflation device with pressure gauge, with room temperature water. The catheter was taken up to the rated burst pressure of 3.5 atm (50.8 psi) and beyond until the balloon burst. The balloon burst at 7.5 atm (109.3 psi) a clean longitudinal burst. Sample 2 : inserted a 0.025 guide wire up through the tip and inflated the catheter with an inflation device with pressure gauge, with room temperature water. The catheter was taken up to the rated burst pressure of 3.5 atm (50.8 psi) and beyond until the balloon burst. The balloon burst at 5.5 atm (81.3 psi) a longitudinal burst, with a slight circumvertical burst 5mm in length. Without additional information, we were unable to determine the cause of the burst. It is unknown if the device was used in a patient or if it burst during prep of the balloon.

Event description:
Initial report from the facility was received on 07/15/2021. It was reported from the user facility / foreign distributor that the "balloon was not inflating properly". There were no adverse events reported. Upon receipt of the device on 8/18/2021 an initial inspection discovered that there was a longitudinal tear along the length of the balloon.